Event description:
Caller reported that insulin gauge displayed an amount different from expected, with a current fill estimate of 22 units instead of the expected 78 units. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps to remove air from the cartridge, used room temperature insulin, and did not refill or overfill the cartridge. With the assistance of technical support, caller reloaded the same cartridge and chose not to deliver a 10.2 unit bolus to update the insulin estimate. Caller decided to monitor the situation and follow up if necessary.